Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the pch instrument to perform failure analysis (fa) and was able to confirm and replicate the customer reported complaint. The instrument was found to have a broken hook that was completely detached from the monopolar yaw pulley. The broken hook piece was not returned with the instrument. Components adjacent to this broken hook did not show damage.

Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the hook came off the permanent cautery hook (pch) instrument and fell inside the patient. While removing the instrument from the abdomen, the team noticed that the hook was detached. The team was unsure why or when the hook became disengaged from the instrument. The fragment, or hook piece, was successfully retrieved from the patient¿s abdomen, and it was visually confirmed that all fragments were accounted for. No additional procedures or post-operative tests were required. No replacement instruments were needed, and there was no injury to the patient.